Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - rupture of both left and right breast prostheses was discovered during replacement surgery on (B)(6) 2018. A separate medwatch report will be submitted for the rupture of the left breast prosthesis. - patient developed capsular contracture (baker grade unknown) in her right breast. Capsular contracture patient code has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. The device was received with cloudy gel. Brown material was observed within the device and no foreign material was observed on the shell surface. During evaluation the device siltex cracking was observed on the anterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent within siltex cracking on the anterior aspect, measuring approximately 2.5 cm. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within siltex cracking was found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. At this point is not possible to determine the origin of the brown material found in the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. A complaint of capsular contracture was also reported. According to the information provided, the product evaluation (pe) team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/09/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 250cc gel breast prosthesis, catalog #3542507, lot #197256r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a memorygel breast implant 500cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 500cc gel breast prosthesis and a mentor memorygel breast implant 250cc gel breast prosthesis on (B)(6) 2018.